Manufacturer narrative:
The unit has been removed from service and is pending repairs. Investigation in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported their idss custom room rack had to be rebooted during a patient procedure. Report of procedure delay. No report of injury.